Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the device and the staples did not form properly; they were malformed staples. The case was completed using a another device of a different product coded. There were no patient consequences reported.